Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced angina. In 2006, during the index procedure, the pt was treated with a 2.75x24mm taxus express stent in the proximal right coronary artery (rca), reducing the stenosis to less than or equal to 30%. A 3.0x12mm liberte stent in the proximal left anterior descending (lad), reducing the stenosis to less than or equal to 30%. A 4.0x12mm taxus express stent in the left main (lm), reducing the stenosis to less than or equal to 30%. The pt was discharged 1 day later on aspirin and clopidogrel. In 2009 the pt was admitted to the hospital due to angina pectoris. Nine days later, the pt underwent repeat revascularization via a coronary artery bypass graft surgery (CABG). There was 90% stenosis in the lm target lesion and 50% de novo lesion in the non-target vessel. The pt was discharged 6 days later.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.